Event description:
Device malfunction: stent migration. Symptoms/ae: placement of second stent. Time of malfunction/ae: during the procedure. It was reported that during a right internal carotid artery stenting procedure, the xact stent migrated cephalad after deployment, only partially covering the lesion. A second stent was deployed proximally, successfully covering the residual lesion. There was no adverse patient sequela reported. One day postprocedure the patient was discharged to home. There was no additional information provided.

Manufacturer narrative:
Study event. The stent remains in the patient. The lot number was provided. Stent migration can be affected by numerous factors including, but not limited to, the vessel being larger than the stent resulting in the stent not apposing the vessel wall when fully deployed, the deployment actuator being rotated within the stent delivery system before the undeployed stent has been positioned at its intended location and non-optimal positioning of the stent prior to deployment. The patient's heavily calcified vessel could have been contributed to the event. A conclusive root cause could not be determined. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.